Manufacturer narrative:
Citation: li-mei lin,1 geoffrey p colby, 2 bowen jiang et. Al intra-dic (distal intracranial catheter) deployment of the pipeline embolization device: a novel rescue strategy for failed device expansion. J neurointervent surg 2015;0:1¿7. Doi:10.1136/neurintsurg-2015-011771 1 the pipeline device will not be returned for investigation as it was implanted in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. Additional information was requested, however, no further information was provided by the author of the article. Mdrs related to this event: 2029214-2017-00234 2029214-2017-00235 2029214-2017-00236 2029214-2017-00237 2029214-2017-00238 2029214-2017-00239 2029214-2017-00240 2029214-2017-00241 2029214-2017-00242 2029214-2017-00243 2029214-2017-00244..

Event description:
Medtronic received information during literature review that the proximal segment of pipeline embolization device (ped) was not fully open. The patient underwent embolization procedure of 12mm saccular ophthalmic aneurysm. It was reported that pipeline was failed to open and resulted in an incompletely expanded and stretched the device. Distal intracranial catheter technique was used to deployed the ped. The ped was successfully implanted in the patient. No patient complications were reported.